Event description:
Pt undergoing procedure and IV drug for sedation given with the change in pts level of consciousness. IV site checked and it was noted to be swollen and edematous. IV discontinued. IV pump alarm never sounded so IV site infiltrated intradermally with fluid. IV pump, per MFR should have alarmed when resistance met (infiltration).